Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Device passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Device was monitored and tested with no low battery alert and failed batt test noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were less responsive and hard to press. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. Customer stated that the insulin pump had motor error alarm. The insulin pump will not be returned for analysis.